Event description:
It was reported that prior to use, 2 bd ultra fine¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacist stated that a customer brought back two boxes of ultra fine mini pen needles that were bent and broken prior to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1145102 , medical device expiration date: 2026-05-31 , device manufacture date: 2021-05-25. Medical device lot #: 1145104 , medical device expiration date: 2026-05-31 , device manufacture date: 2021-05-25.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that prior to use, 2 bd ultra fine¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacist stated that a customer brought back two boxes of ultra fine mini pen needles that were bent and broken prior to use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (76) unused 31gx5mm bd pen needles (70 from lot# 1145104 and 6 from lot# 1145102). The customer reported that the patient end was bent or broken prior to use. 30 samples from lot# 1145104, followed by all 6 samples from lot# 1145102 were tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. No defects were observed on the tested samples, therefore, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that prior to use, 2 bd ultra fine¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacist stated that a customer brought back two boxes of ultra fine mini pen needles that were bent and broken prior to use.